Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy summit size #4 stem +8.5 mm neck with 36 mm outside diameter, and a 52 mm inside diameter ultramet metal liner. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain, discomfort, and inflammation in my right thigh and right hip area. I also feel extreme discomfort when walking. I have experienced a loosening of the implant and suffered through infections. On (B)(6) 2005, I underwent a partial revision to remove the pinnacle device and place a temporary antibiotic prosthesis in my hip. On (B)(6) 2006, I had a revision surgery to remove the temporary prosthesis and replace it with another hip implant. Dates of use: (B)(6) 2005 to (B)(6) 2006. Diagnosis or reason for use: advanced osteoarthritis, right hip.